Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, a loss of capture and low sensing were noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed ra lead dislodgement. The ra lead was repositioned successfully to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
Additional information received indicated the low sensing resulted in undersensing.